Event description:
It was reported that the 9800 system would not boot up at the start of an interventional case. The 9800 system boot up after a 30 minute delay and the procedure was completed. The customer states the patient was in a serious condition after the procedure. The service manager reported in 2006 that the patient had died at some point following the procedure.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery on the x-ray control board was replaced during the service call. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.